Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking mechanism on mayfield modified skull clamp (a1059) was not holding properly. Unspecified patient injury was reported. No information is available regarding delay in surgery. Additional information has been requested.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The definite root cause cannot be determined. However, based on the reported complaint, probable root cause is routine use and wear of the device. Additionally, improper or suboptimal placement of the skull clamp on the patient can contribute to movement or slippage of the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.